Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported symptom was not found related to the reported instrument. The instrument was installed on an in-house system. The instrument passed the recognition and engagement test. The instrument passed an electric test. The instrument was found to have a broken grip at the grip base. A piece approximately .196" x .543" was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error message on the tower monitor after the patient was docked and the physician assistant (pa) began to place the robotic instrument arms into the console. The customer removed the instrument and the pa used a new fenestrated "robotic arm". The bipolar cord was connect and the new arm worked without issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated there was no energy being delivered from the instrument. They went to a back-up instrument and completed the case with no complications or injury to the patient. The customer was not at his desk so he was unable to verify event date but stated (B)(6) 2020 sounded right.